Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-17786. The pt had 4 scs leads; each 2 had the same lot number. The pt reported her scs system was explanted due to ineffective stimulation and the inconvenience of charging the system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.